Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report the patient¿s diaphragm keeps beating with patient¿s heart when the patient lays down. Follow up confirmed the patient experienced diaphragmatic stimulation due to left ventricular (lv) lead. The lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.